Event description:
Poor signal quality on fetal monitor for two days. Four (4) minutes of tracing was at half the value and an audible fetal heart rate (fhr) was heard. Questioning if the maternal heart rate (mhr) or 1/3 of the tracing value of the fhr. The model fm30 monitor easily picks up maternal heart rate (hr), especially with presumed fetal movement (based on fetal maternal position 'fmp' though movement may also be maternal). Small gaps in tracing make it difficult to interpret the strip definitively (e.g. 11:22:00 is likely a variable deceleration, but at 10:35:20 is it a variable fhr or mhr, at 10:48:40 a variable or mhr).